Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the distal 10 mm tip of a curved probe fractured inside the pedicle during surgery. Approximately 50 minutes were required to remove the broken fragment. The area surrounding the fractured tip was shaved using a 2 mm air drill diamond burr, and the fragment was removed using fine-tipped pliers. There was no patient impact.